Event description:
Customer went to the hospital because he was not responding well to his wife when she tried to wake him up; he was slurring his speech and not wanting to get out of bed. He was admitted and treated for approximately 5 days. Customer had attempted unsuccessfully to use the aviva result within 24 hours of the hospitalization. He was unable to use the device because it was displaying e-1 messages. A request was made for the return of the meter and strips, replacement sent.